Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/24/2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, data evaluation did confirm a transmitter failure on (B)(6) 2016. The root cause could not be determined post-investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.